Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported there was condensation in the pilot line and there was a low pressure alarm from the ventilator. The report states the patient was not reintubated, or any intervention performed.

Manufacturer narrative:
(B)(4). The sample associated with this report was returned and analyzed. There were no visual defects detect during the analysis. Additionally, functional leak testing was conducted and no leaks were detected. The cuff inflated without any restrictions. The reported defect could not be detected. Information regarding the lot #, patient information, additional event/problem description (length of use, pre-test information, ventilator settings, and patient outcome) were requested, but were unknown by the reporter and will not be provided to medtronic. There was no patient harm reported.